Event description:
Reportedly, there is an incident at (B)(6) due to premature battery depletion. The device in question is a platinium vr1240 with s/n (B)(6) + optisure lda210q-65 dar036822, a system implanted on (B)(6) 2019. During a follow-up performed on (B)(6) 2026, a longevity of 7¿10 years was indicated. However, in the remote transmission from (B)(6) 2026, the estimated longevity is 8 months. Sales rep plans to visit the hospital the 8th of may 2026 gather more information and, at the same time, recommend replacement of the device as soon as possible. Please review the information provided and advise on how to proceed.